Event description:
It was reported that blood leaked from the top of the bd vacutainer® push button blood collection set with pre-attached holder tubing during use and onto the staff and patient. The following information was provided by the initial reporter: " while using pa pbbcs 21g lot number 9077588 leakage of blood happened from the top of the tubing side under the body of the device." "Following up visit today, phlebotomists stated that it happened couple of times before but they didn't take pictures or complaint." "Blood leaked on staff & patient. As for the leakage the staff stated that blood was leaked everywhere and they followed the safety procedures they¿ve to decontaminate the whole area after the patient left."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, submerge leak testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the top of the bd vacutainer® push button blood collection set with pre-attached holder tubing during use and onto the staff and patient. The following information was provided by the initial reporter: " while using pa pbbcs 21g lot number 9077588 leakage of blood happened from the top of the tubing side under the body of the device." "Following up visit today, phlebotomists stated that it happened couple of times before but they didn't take pictures or complain." "Blood leaked on staff & patient. As for the leakage the staff stated that blood was leaked everywhere and they followed the safety procedures they¿ve to decontaminate the whole area after the patient left."